Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A unknown biomet screw was returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and a fracture on the collar along with a fracture screw inside implant. Pre-existing conditions noted on the per are bruxism and clenching of the teeth. Device history record (DHR) review and complaint history review could not be performed for the unknown biomet screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for the unknown biomet screw. Based on the available information, device malfunction did occur and the reported events are confirmed.

Event description:
A fractured screw was found inside the implant during product investigation.